Manufacturer narrative:
Visual and optical examination did not identify material deformation. Unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appeared to be capable of performing its intended function. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) due to lumbar canal stenosis. During the procedure, the set screw slipped. The set screw was completely explanted. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.